Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The keypad was removed and there was contamination found under all of the button contacts. Evaluation also revealed that the display was dim and discolored and the battery cap had stripped threads. Unrelated to these issues, the keypad was found to be peeling as well as cut and torn below the contrast button. The contrast key was not responding and the contrast button contact was found to be missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. Evaluation also revealed evidence of contamination under all of the button contacts. In addition, the display was found to be dim and discolored and the battery cap had stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.